Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation high capture threshold was noted on right atrial lead. Patient was not seen in the clinic since 2016. The physician explanted and replaced the lead. The patient was stable prior, during and after the procedure.